Event description:
It was reported that the patient had a catheter kink in the proximal segment. It was reported that the patient experienced loss efficacy and underdose symptoms. The catheter revision was scheduled for (B)(6) 2013. It was reported that the catheter kink was found ¿seated behind the pump while in the pocket¿. It was noted on the day of the event that the patient status was alive, no injury and no adverse event. It was reported that the actions required as result of the event included surgery and reprogramming. It was reported that the catheter kink was relaxed and repositioned within the pocket and the dose was decreased. The device system was used to deliver infumorph.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43528, implanted: (B)(6) 1997. Product type: catheter. (B)(4).